Manufacturer narrative:
D9 - date returned to mfg: 9/18/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a non-functioning air detector due to attaching an empty 50 ml cassette and the air in line detector was unresponsive. Additionally, the pump was ran with the empty cassette attached, and the air in line alarm did not trigger. The damaged downstream occlusion (dso) seal that had minor contamination. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector, dso sensor, and dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device exhibited, "air in line sensor unresponsive." There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.